Event description:
The pt was prepared for a ugi in radiology. The pt stood on the platform or footstool of the x-ray table and the platform gave way causing the pt to fall. A subsequent investigation found that the lock on the footstool had been bent, cause unknown.